Event description:
An independent rate change when programming the device. The device was returned to the central supply department with an unspecified complaint. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing by the user facility, when the rotary control knob was placed on the set rate position, the display indicated the previous programmed volume to be infused (vtbi). When the rotary control knob on the device was placed on the set vtbi position, the display indicated the previously programmed rate. There were no reports of adverse pt events while the device was in clinical use. Though requested, no addtional information was provided.